Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2009, inratio: 7.3, lab: 13. Tested patient in june and has discontinued using meter. Didn't report discrepancy until today. Nurse said patient didn't show signs of bleeding.